Manufacturer narrative:
H10: in a good faith effort (gfe) response from the bench service engineer (bse) received on (B)(6)024, it was stated that the touchscreen issue was not elaborated on by the customer when submitting the device for bench service. The device has been received at the bench repair center but has not been processed yet. The bse also stated that the device use at the time of the event is unknown. On (B)(6)2024, the bse evaluated the device and found that the touch position of the touchscreen was out of calibration at the bottom of the screen, and it could not be correctly calibrated. The bse determined the touchscreen would need to be replaced. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator, indicating that the device needed to be picked up for bench repair of the touchscreen. It is unknown if the device was in use at the time of the reported problem. No patient or user harm reported. No further information on the device issue has been provided. This investigation is ongoing.

Manufacturer narrative:
H10: on (B)(6) 2024, the bench service engineer (bse) replaced the touchscreen of the device. Following the part replacement, the bse completed a performance verification test, and the device passed all the testing required to return the device to working condition. The system was restored to factory settings and returned to the customer ready for use.